Event description:
Dr. Was using linvatec head & neck blades. The pt was having fat removed from the submental area of the neck. The right marginal mandibular nerve was injured resulting in paresis of the depressor muscle on the right lower lip.